Event description:
Impairment of knee. Received synvisc one shot on right knee, have had pain, swelling, complete knee stiffness, inflammation. Now experience pain while sitting, cannot properly walk, cannot bend knee. How was it taken or used? Other: injection in knee. Date the person first started taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Doesn't apply. Do you still have the product in case we need to evaluate it? No. Why was the person using the product? Doctor made decision for this injection due to knee pain.